Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving lioresal 1000; 131/day via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was (B)(6) 2018. It was reported the patient was having a routine pump replacement for end of battery life. Upon review of pump interrogation safe state was noted as of (B)(6). The patient had been admitted to the hospital on (B)(6) because of increased spasticity. The staff had not noted an alarm. The pump hit elective replacement indicator (eri) and safe state on (B)(6). Patient factors that may have led or contributed to the issue was a fall. No diagnostics/troubleshooting was performed. The pump was replaced (B)(6) 2018 and will not be returned. The issue was resolved other medications the patient was taking at time of the event were not available. Patient weight was (B)(6). Patient medical history was traumatic brain injury (tbi). Patient status at time of this report was asked but was unknown. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the alarm not being heard was not determined. The alarm was soft when in the patient¿s body. Safe state occurred after a pump reset. The cause of the safe state was not determined. The increased spasticity has been resolved.